Manufacturer narrative:
The device was sent to olympus for inspection. Based on the results of the investigation, additionally it reasonably suggests the probable causes could be due to some kind of stress such as damage or deterioration of parts, electrical problems, environmental temperature problems, and maintenance problems. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited that the objective lens adhesive is detached. There were no reports of patient harm/involvement.